Event description:
Reporter stated, that patient obtained a blood glucose result of 285 mg/dl, on the suspect device. Less than 10 minutes later, patient's blood glucose was reportedly retested on a physician's blood glucose monitor with a result of 135 mg/dl. Reporter stated that, based on the value of 285 mg/dl, patient's physician administered 8 units of insulin aspart. No injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.